Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of 143mg/dl and hi (over 600mg/dl). No quality controls were run. No adverse event reported. A request was made for the suspect product and a replacement was sent.